Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. The customer tried again and still got "calibration status: not calibrated." The device was not changed out, as they put an oxygen (o2) sensor in the line so they could monitor the percent. Otherwise, they used the epgs as is. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the field service representative (fsr), the perfusionist (ccp) tried to calibrate the electronic patient gas system (epgs) with no circuit and it still did not calibrate. Flow was reading 1.82 1/min when it should have been 0 1/min flow, as there was no flow. This caused the "not calibrate" status. The fsr confirmed the epgs would not calibrate. He downloaded the software data logs and replaced the epgs. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further evaluation.